Event description:
Lap chole - "clip not closing completely & scissored to point dr. Pulled all clips off & used our older version of clip applier ca500." Patient status - "ok."

Manufacturer narrative:
Investigation summary: the event unit was retuned for evaluation. Upon the first couple of actuations of the device, engineering found that the unit dry-fired and then double fed; however, the remaining clips loaded and closed properly. The unit was disassembled for further evaluation and all components met specifications. The root cause of the clips not closing and scissoring is unknown. The misfires engineering encountered in their evaluation of the unit is due to improper clip advancement. As a result of recent feedback from our customers, a product enhancement has been implemented to improve the feeding of the clips into the jaws. All product that is shipped now contains this improvement. All clip appliers will continue to undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.